Event description:
It was reported that the customer was experiencing high blood glucose of 34.0mmol/l. The customer did multiple corrections, but did not change the infusion set and the glucose level were rising. It was stated that when the customer attempted to change the reservoir, the bottom of the reservoir came off and insulin leaked out. The caller also mentioned that the customer was hospitalized with high blood glucose. Troubleshooting was performed, and the insulin pump alarmed motor error as soon as the rewind process started. The drive support cap did appear to be in place. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.